Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was an over infusion of an unspecified medication. The medication was intended to infuse over one (1) hour, however it was found to have infused within 30 minutes. There was patient involvement, but the outcome was unknown. Although requested, the customer indicated they were not able to provide additional details.

Event description:
It was reported that there was an over infusion of an unspecified medication. The medication was intended to infuse over one (1) hour, however it was found to have infused within 30 minutes. There was patient involvement, but the outcome was unknown. Although requested, the customer indicated they were not able to provide additional details. Bd has received additional information. It was reported to bd representative during their site visit on (B)(6) 2024 that "the event occurred in the cancer center. It was reported that the patient was in the bathroom for a very long time, and was angry/wanted the arsenic infusion to finish faster. It was determined the patient dumped the remaining chemo in the bathroom. Pharmacy spikes the bag only one way, and they were able to tell the spike was loose, flipped, and was on a different side than where they put the label, when they observed the IV arsenic bag post event. The hospital was looking into using the tamper resist switch, originally believing the patient changed the programming but when it was determined it was more likely the chemo was dumped out of the IV bag, the customer began to put this patient's IV chemo bag in a lockbox that they normally use for pca infusions."

Manufacturer narrative:
Correction: describe event or problem, unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.

Manufacturer narrative:
Additional information: manufacturer narrative the actual date of event is unknown. Investigation summary : the report of an over infusion of an unspecified medication was not confirmed during the review of the logs or replicated during laboratory testing. ¿ laboratory test results performed on the suspect device confirmed the pump modules to be within specification for rate accuracy and were operating as intended, with no signs of unregulated flow observed. ¿ there was no one (1) hour infusion observed during the review of the event log. Based on the review of the pump module event log, on march 22, 2024 at 8:27 am, a guardrails IV drugs infusion was programmed and started for drug ID 1; ivf maintenance with a rate of 500ml/hr and a volume to be infused (vtbi) of 250ml. The pump module immediately alarmed for air in line and the infusion was restarted. O at 8:39 am, the infusion was paused, and the pump module was channeled off with a calculated volume infused of 96.33ml ¿ review of the pcu event log could not determine why the programmed infusion, scheduled to infuse for approximately thirty (30) minutes with a vtbi of 250ml, was instead terminated early and channeled off after approximately twelve (12) minutes. ¿ a review of the pump module error log showed no errors were recorded related to the reported incident. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. O the roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism were disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause of the report of an over infusion was not identified. The returned device was fully evaluated, and no issues or anomalies were observed regarding the reported issue during the log review and laboratory testing. Note that imdrf annex a0401, a040502, a1801, c07, c0601, d01, d15, and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of an unspecified medication. The medication was intended to infuse over one (1) hour, however it was found to have infused within 30 minutes. There was patient involvement, but the outcome was unknown. Although requested, the customer indicated they were not able to provide additional details. Bd has received additional information. It was reported to bd representative during their site visit on 30 july 2024 that "the event occurred in the cancer center. It was reported that the patient was in the bathroom for a very long time, and was angry/wanted the arsenic infusion to finish faster. It was determined the patient dumped the remaining chemo in the bathroom. Pharmacy spikes the bag only one way, and they were able to tell the spike was loose, flipped, and was on a different side than where they put the label, when they observed the IV arsenic bag post event. The hospital was looking into using the tamper resist switch, originally believing the patient changed the programming but when it was determined it was more likely the chemo was dumped out of the IV bag, the customer began to put this patient's IV chemo bag in a lockbox that they normally use for pca infusions."

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: annex a: a1801, a040502 , a0401. Annex g: g02017. Annex b: b01, b14 annex c: c0601, c07. Annex d: d01, d15. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of an unspecified medication. The medication was intended to infuse over one (1) hour, however it was found to have infused within 30 minutes. There was patient involvement, but the outcome was unknown. Although requested, the customer indicated they were not able to provide additional details.